Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report received from the united states stating that the device was not working properly. It is known that the device was not used in surgery. It is not known if pt or user injuries or medical intervention occurred. There was no add'l info provided.